Manufacturer narrative:
High blood glucose reported issue could not be confirmed.

Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was indicated that the customer had alternate insulin therapy available. During the call with tandem technical support (cts), the customer also reported that the pump shutoff due to the battery running out of power and forgot to charge the pump. The customer's blood glucose was 490 mg/dl with small ketones. The customer stated that bgs are better during follow up with cts.